Manufacturer narrative:
A ge service rep performed an on site investigation. The floppy drive, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into services.

Event description:
It was reported that the system was not saving pt images or allowing previously saved images to be retrieved. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The floppy drive, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into services.